Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump under infused during infusion. It was observed that the device under infused by 40-60 ml. The device was filled with piperacillin/tazobactam with citrate buffer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d1, d4, h4, and h6. B5: it was reported that an unspecified quantity of large volume folfusors (previously reported as an unspecified elastomeric pump) under infused during infusion. It was observed that the device under infused by 40-60 ml. H4: device manufacture date - the lot was manufactured between may 6-8, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.